Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple episodes of noise were noted in both atrial and ventricular channels. Connection issue or lead damage was suspected. No further information is available.